Manufacturer narrative:
On 5/15/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures.  Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ruptured during surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent primary breast augmentation with a 300cc mentor memorygel, breast implant. The rupture was observed during surgery on (B)(6) 2019. No adverse event was reported. However procedure was delayed for 10-15 min.

Manufacturer narrative:
On 6/6/2018, mentor became aware that the lot number of the device involved is 7506433 and serial number is (B)(4). On 6/19/2019, a manufacturing record evaluation (mre) was performed for lot number 7506433, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Also, the date of implant and date of explant has been removed. The patient code was updated from medical device removal to surgery prolonged since issue occurred during surgery and was never implanted as per information received. Patient code has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample an area of missed material was noted in the anterior view, measuring approximately, 1.3 cm x 1.7 cm .microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer¿s reference number: (B)(4).